Event description:
It was reported that the device exhibited a long charge time. The device is being monitored, no intervention was performed. There were no adverse health consequences to the patient.